Event description:
During follow-up, decreased sensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed but revealed no anomalies. The rv lead was then attempted to be repositioned but the helix was unable to extend. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed while r-wave amp variation was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray inspection found of the inner coil over torqued consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to the inner coil over torqued in the connector region with the helix being clogged blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.